Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was shutting off during cases and changing the batteries did not resolve the issue. The epg remains in use. No patient complications have been reported as a result of this event.